Event description:
It was reported that this pacemaker system exhibited atrial undersensing in unipolar and bipolar at 0.15 mv, and p-waves were 1.6 mv. Mypotential noise was observed in unipolar and in bipolar at 0.3 mv. Threshold measurements were 1.4 v at 0.5 ms unipolar and 1.2 v at 0.5 ms bipolar. Impedance measurements were 300 ohms in unipolar and 559 bipolar. This pacemaker stored inappropriate atrial tachy response (atr) episodes containing noise with oversensing when programmed to bipolar. It was noted that patient symptoms included dizziness. The right atrial (ra) lead was unable to sense appropriately and there were no programming options. Technical services (ts) discussed that the physician may wish to consider lead replacement. The device was programmed to ddd 70, and the patient was scheduled for follow up in one month. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited atrial undersensing in unipolar and bipolar at 0.15 mv, and p-waves were 1.6 mv. Mypotential noise was observed in unipolar and in bipolar at 0.3 mv. Threshold measurements were 1.4 v @ 0.5 ms unipolar and 1.2 v @ 0.5 ms bipolar. Impedance measurements were 300 ohms in unipolar and 559 bipolar. This pacemaker stored inappropriate atrial tachy response (atr) episodes containing noise with oversensing when programmed to bipolar. It was noted that patient symptoms included dizziness. The right atrial (ra) lead was unable to sense appropriately and there were no programming options. Technical services (ts) discussed that the physician may wish to consider lead replacement. The device was programmed to ddd 70, and the patient was scheduled for follow up in one month. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the non-boston scientific right atrial (ra) lead of this pacemaker system was surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.